Manufacturer narrative:
(B)(4). Broken pieces of the drain were returned for evaluation. In the middle of the smaller piece an additional crack is seen. The drain was inserted into the patient before it broke and the additional cut/crack was detected. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2011 and a drain was used. The physician noted that there were cracks on the drain. Another drain was used to complete the procedure and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.